Manufacturer narrative:
The reported product remains implanted in patient; therefore, product analysis could not be performed. As a result, the cause of the clinical observation could not be conclusively determined. Linked MDR 2029214-2017-01043, 2029214-2017-01044, 2029214-2017-01045, 2029214-2017-01046, 2029214-2017-01047, 2029214-2017-01048, 2029214-2017-01049, 2029214-2017-01050, 2029214-2017-01051, 2029214-2017-01052, 2029214-2017-01053, 2029214-2017-01054, 2029214-2017-01055, 2029214-2017-01056, 2029214-2017-01057, 2029214-2017-01058, 2029214-2017-01059.

Event description:
Medtronic received information that a patient experienced internal carotid artery in-stent thrombosis 5 hours after 14 axium coils and a flow diverter placements to treat a saccular aneurysm located at the paraclinoid segment. The patient's internal carotid artery was occluded and the patient had decrease level of consciousness. Thrombectomy by surgical aspiration and fibrinolytic agent were performed for a clot located inside the flow diverter. The internal carotid artery was re-perfused. Two days after the initial coiling and flow diverter placement procedure, the patient had decreased level of consciousness caused by hemorrhage from the aneurysm neck. The patient was treated with placement of two additional flow diverters connected to the initial flow diverter.